Manufacturer narrative:
(B)(4).

Event description:
Customer reported that an 840 ventilator has blank display. Device was being used on a pt when event occurred. Pt was bagged and put on another 840 ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the graphical user interface (gui) cable. Covidien was not authorized to service device. Device pass all tests.